Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that there was an error message power on reset (por) seen. Patient stated that they had not checked the device using the patient programmer in a long time and right now they were in the hospital for an unrelated device/therapy issue and they were considering ordering an MRI however when patient went o use the patient programmer to turn device off they saw the code. Patient also reported that have had sudden major accidents. Since patient was in hospital, they were directed to contact the device managing physician to schedule device check. No further complications were reported.